Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the complaint device was returned and analyzed. The reported stent dislodgement was confirmed on the returned device and was likely due to accidental handling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the returned device analysis, there is no indication of a product quality deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency. Note that the vision instructions for use instructs the user to inspect the stent location on the balloon prior to use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was crystallized contrast in the loosely folded balloon and in the inflation lumen. Additional reported information indicates that the sds was prepared and advanced into the unspecified vessel. It was not noticed that the stent had dislodged inside the packaging until the stent could not be seen on xray. It is believed, but could not be confirmed, that another unspecified stent was implanted to treat the target lesion. No additional information was provided.

Event description:
It was reported that the 3.0x23 rx vision stent dislodged inside the protective sheath during unpackaging and prior to use. The device was not used and there was no patient involvement. No additional information was provided.